Event description:
It was reported that while attempting to position the lead the physician was unable to fully extend and retract the lead helix. It was also reported that the helix extended with more resistance than usual. A different lead was chosen and was implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed and no anomalies were found. (B)(4).